Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one psee60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the knife was noted as partially advanced. One gst60w reload was loaded in the device. The reload was received fully fired. During functional testing the knife would not advance or retract, the device was disassembled, and a piece of metal was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the device became damaged. A manufacturing record evaluation was performed for the finished device batch number 299c54, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. D4: batch # 299c54. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The device did lock on tissue and the ligasure device we had open was used to cut the surrounding tissue where it was locked. Dr. (B)(6) said he tried to use the "safety trigger" to manually unlock prior to cutting it out but was unsuccessful. We were unable to get the jaws open and the reload was still stuck in the device when I put it back in the packaging. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the device would not open to release the reload in place. No further information was provided to the sales rep. There were no adverse consequences reported.